Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that while prepping the device, the physician was unable to advance the device over the guide wire. The physician stated that it seemed like something was blocking the guide wire lumen. The physician elected to use a different size endurant (16/16/82). The case proceeded without incident. No visible damage to the delivery system or the box was noticed. No clinical sequelae were reported and the patient is fine.